Event description:
The surgeon reported via a letter to the sales rep that the patient underwent a left total hip replacement in early 2003, has sustained a fracture at the head neck junction of the exeter stem. It was further reported by the surgeon that the patient had no operative complications, height 5'11" and weighs 105 kilos.